Event description:
It was reported that patient experienced shortened battery life requiring more frequent charging. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or final outcome of event.